Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency. In addition, the user guide instructs the user to confirm bg readings with a back-up meter.

Event description:
The customer reported that she was "not feeling well" and as a result went to the hospital. Her bg levels were checked using the hospital's meter, which read 256 mg/dl; five minutes later she checked her bg's with the pdm, which read 100 points higher at 356 mg/dl. Because of the discrepancy, she "does not feel comfortable with the pdm". She does not own a back-up meter. The pdm will be returned for evaluation.